Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no reported impact to the customer's blood glucose level, and the customer declined to provide information on whether the level exceeded 500 mg/dl. Various inspections and cleaning of the pump's pneumatic tap area were conducted, but the cartridge could not be reloaded successfully. As a result, technical support assisted with filling a new cartridge and attempted to troubleshoot the issue. However, the caller was unable to successfully load the cartridge onto the pump, leading to the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.